Event description:
On day of surgery, pt was taken to operating room for intramedullary reaming of tibia due to osteomyelitis of a chronic nature. At time of performance of procedure, hospital had converted to sole usage of biomet intramedullary rodding system, including all associated reaming elements, guidewires, and implantation stock. Biomet system was used during procedure in a routine fashion. Placement of beaded guidewire was verified under fluoroscopy as is a standard orthopedic practice. Serial teamers did not remain incarcerated by beaded guidewire tip, as intended by design, and ankle joint was inadvertently entered. At time of performance of procedure, biomet guidewires came sterilely packaged. Two different guidewires diameters (2.8 mm and 3.2 mm) were mfg for usage. 2.8 mm guidewires were provided by biomet to hospital, initially to allow utilization of prior (synthes) reamers which required a smaller diameter guidewire. Ball tip on 2.8 mm guidewire was purported to be adequate and safe for utilization with either biomet or synthes rodding system. At time of performance of procedure, biomet group was aware that biomet system was sole system utilized for intramedullary reaming and fixation at hospital. Following case events, hardware utilized was examined. This was found, and verified to be a 2.8 mm guidewire with a beaded tip. On examination of biomet reamers, it was found that amongst sizes and standard tray, some reamers were fully incarcerated as was appropriate by beaded guidewire. Other reamers in same set were only partially incarcerated (a portion of reaming elements protruded beyond guidewire end). Some reamers from same set were not incarcerated by guidewire at all, allowing free passage over tip. It was understanding of materials management and operating room staff that beaded guidewires were configured to incarcerate all of biomet reaming elements. It should be noted that 2.8 mm guidewire utilized was also made by and marketed by biomet corporation. It should be emphasized that no synthes or other non-biomet materials were utilized during case. It was understanding of all staff members involved that either 2.8 mm or 3.2 mm beaded tip guidewires mfg by biomet corp could be utilized with all of standard biomet reaming elements. As described, not all of standard reaming elements available on standard biomet pan were adequately incarcerated by 2.8 ball tip biomet guidewire, leading to the occurrence.